Event description:
Procedure type: roux-en-y. Patient gender: unknown. According to the reporter: the wingnut was rotated until the end, but the green indicator is not visible. The esophagus was resected and a new instrument was used to complete the procedure. No bleeding occurred as a result.

Manufacturer narrative:
.